Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, an attempt was made to shape the guidewire tip. The guidewire ptfe coating was noted to be peeling in multiple areas a few centimeters from its proximal end. The guidewire was returned broken in two segments. Both proximal and distal segments were noted with its nitinol tubing broken and core wire exposed. There were multiple fractures noted in the distal segment of the guidewire. The hydrophilic coating was hydrated and no anomalies were noted. Functional inspection could not be performed as the device was returned damaged. The reported event of guidewire kinked/bent could not be confirmed during analysis. The reported event of guidewire broken/fractured during preparation was confirmed confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire, and no resistance was encountered when removing the guidewire from the dispenser hoop. During analysis of the returned device, the guidewire was noted broken/fractured in 2 segments. There were multiple fractures on the nitinol hypotube in the distal segment. In the case of this complaint, it is probable that this damage occurred due to handling when removing the product from the dispenser hoop. The guidewire ptfe coating was also noted to be peeling in multiple areas at a few centimeters from the proximal end. This damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed event 'guidewire broken/fractured during preparation' as well as the as analyzed event 'guidewire ptfe coating peeling' since these defects are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. As no kinks were noted along the guidewire length during analysis, the as reported event 'guidewire kinked/bent' will be assigned with not confirmed.

Event description:
Analysis of the returned subject guidewire revealed that peeling of ptfe coating was noted at multiple areas on the device. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, an attempt was made to shape the guidewire tip. The guidewire ptfe coating was noted to be peeling in multiple areas a few centimeters from its proximal end. The guidewire was returned broken in two segments. Both proximal and distal segments were noted with its nitinol tubing broken and core wire exposed. There were multiple fractures noted in the distal segment of the guidewire. The hydrophilic coating was hydrated and no anomalies were noted. Functional inspection could not be performed as the device was returned damaged. The reported event of guidewire kinked/bent could not be confirmed during analysis. The reported event of guidewire broken/fractured during preparation was confirmed confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire, and no resistance was encountered when removing the guidewire from the dispenser hoop. During analysis of the returned device, the guidewire was noted broken/fractured in 2 segments. There were multiple fractures on the nitinol hypotube in the distal segment. In the case of this complaint, it is probable that this damage occurred due to handling when removing the product from the dispenser hoop. The guidewire ptfe coating was also noted to be peeling in multiple areas at a few centimeters from the proximal end. This damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed event 'guidewire broken/fractured during preparation' as well as the as analyzed event 'guidewire ptfe coating peeling' since these defects are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. As no kinks were noted along the guidewire length during analysis, the as reported event 'guidewire kinked/bent' will be assigned with not confirmed.

Event description:
Analysis of the returned subject guidewire revealed that peeling of ptfe coating was noted at multiple areas on the device. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.